Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. Error code was found in the log file. This programmer did not reboot or shut down upon testing. Although, laboratory analysis was not able to confirm report allegation, the programmer's fan was replaced as a preventive measure since it may likely be that the fan was covered or blocked during the time of use for it to overheat. All other affected components were replaced. The programmer was then able to pass all needed tests.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this programmer was found out to be overheating and then shuts down on its own. The field representative powered it back up, tried another outlet, but still shuts down. Also, the programmer was hot to touch and will be returned for repair. Additional information indicates that there was no patient harm. The programmer remains in service. No patient involvement.